Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -10.50/1.0/093 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, refractive surprise was observed. Cause of the event is unknown.

Manufacturer narrative:
B5 - the reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -10.50/1.0/093 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged with a same size but different power lens and this resolved the problem. Cause of the event is unknown. Claim # (B)(4).

Manufacturer narrative:
H3- lens was returned in a micro-centrifuge vial, in liquid with residue/debris on the product. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).